Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G4: date received by manufacturer . G7: type of report, follow-up number . H2: follow up type . H3: device evaluated by manufacturer. H6: event problem and evaluation codes. H10: additional narrative one osseotite® implant 3.75 x 13mm (oss313) was returned for investigation. Visual evaluation of the as returned product identified signs of significant wear and debris about the threads. The device is fractured across the threads. The per indicates that the patient has a history of bruxism, which can contribute to fracture. The reported product was located on tooth # 13 (fdi) and used for approximately 12.5 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). Device history record (DHR) review was completed for the subject lot number 642882. It was confirmed that all operations and inspections were executed as per the applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Email address was not provided.

Event description:
It was reported that oss313 implant placed in dental site 6 fractured. No other implant was placed.